Event description:
It was reported that during an unknown procedure the staples were partially fired and the red button didn't work well. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.